Event description:
Pyogenic arthritis of left knee joint/left knee infection [septic arthritis] ([knee pain], [knee swelling], [joint range of motion decreased], [weight bearing difficulty], [tenderness], [systemic inflammatory response syndrome], [throbbing pain]) pain post surgery [post procedural pain] leg swelling [swelling of legs] back pain [back pain] gait problem [gait disorder] myalgias [myalgia] stiffness [stiffness] sleep disturbance [sleep disturbance] distressed [mental distress] wbc high [white blood cell count increased] lymphocytes low [lymphocyte count decreased] neutrophil absolute high [absolute neutrophil count increased] monocyte absolute high [absolute monocyte count increased] case narrative: this spontaneous case from united states was received on 14-may-2018 from heath care professional. This case involves a (B)(6) female patient (B)(6) who initiated treatment with synvisc-one and later experienced pyogenic arthritis of left knee joint/left knee infection and pain post surgery, had leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high the patient's past medical history included nausea on (B)(6) 2017, vomiting on (B)(6) 2017, pruritus on (B)(6) 2017 and appendicectomy, cholecystectomy and knee operation on unknown dates. The patient's past medical treatment included codeine on (B)(6) 2017 and percocet [oxycodone hydrochloride; paracetamol] on (B)(6) 2017. The patient's past vaccination(s) included tetanus toxoid on (B)(6) 2017. The patient is a non-smoker since six years and non-alcoholic. The patient's past family history was not provided. At the time of the event, the patient had ongoing pain since (B)(6) 2017, osteoarthritis since (B)(6)2017 and hypertension. Concomitant medications included lidocaine (xylocaine 1); cetirizine hydrochloride (zyrtec [cetirizine hydrochloride]); neurontin (gabapentin); hydrochlorothiazide (hydrochlorothiazide); lisinopril dihydrate (prinivil); montelukast sodium (singulair); phentermine (adipex phentermine); potassium chloride (potassium chloride); salbutamol (albuterol hfa); sumatriptan (imitrex [sumatriptan]); tramadol hydrochloride (ultram ER); hydrocodone bitartrate, paracetamol (norco); indometacin sodium (indocin [indometacin sodium]); and celecoxib (celebrex). On (B)(6) 2017 at 15:48, the patient received bilateral synvisc one injection 6 ml 1x intra-articular for osteoarthritis (with an unknown batch number). Post injection patient was instructed to apply ice over the procedure site for up to 30 minutes at a time. On (B)(6) 2017 at 10:24 hours, 1 day after injection, patient reported to the emergency department at (B)(6) hospital with chief complain of knee pain. Final diagnosis of pain and swelling of left knee was made. Vitals upon admission were normal. A wide differential diagnosis was considered to exclude life and limb threatening emergencies. The pain was described as throbbing severe and gradual by the patient which worsened by bearing weight. The pain was further associated with decreased range of movement and swelling. An IV was established and cardiac monitor applied. The patient was put on pain medication in the emergency department and was administered hydromorphone (dilaudid) and ondansetron injection. The patient was diagnosed with a serious pyogenic arthritis of left knee joint/left knee infection with following symptoms of systemic inflammatory response syndrome, serious pain and swelling of left knee, right knee/pain is worse with activity, serious knee swelling and pain, mostly left knee, serious decreased rom, serious bearing weight difficulty, serious left knee tenderness, serious pain throbbing severe and constant, serious pain post-surgery. The events were assessed as medically significant and leading to intervention. The patient was hospitalized on the same day of the occurrence of events. The patient's medical records were reviewed and diagnosis of pyogenic arthritis of left knee, systemic inflammatory response syndrome and primary osteoarthritis of left knee was made. A suspected septic arthritis of left knee was assessed. The injection sample was suspected of gram negative bacterial contamination of the lot number of the bottle used for left knee but not right knee, exact bacteria is not known. The patient was scheduled for surgical debridement and washout with the plan to send the fluid for cell count with gram stains and cultures. The patient was started on intravenous vancomycin for septic arthritis. The patient was counselled for both operative and non-operative treatment modalities and desired to proceed with left knee arthroscopy, irrigation and debridement. On the same day, the patient had acute pain of left knee (knee pain), swelling of joint knee, left. The patient's right knee was sore but left one was swollen and too painful to move or to bend (had never had an injection like this in past). It was reported that the knee pain was sharp, aching, shooting and throbbing. It was worsened by bearing weight, rotation, extension and flexion. The patient rested and tried norco. The same day, the patient had back pain, decreased range of motion (rom), stiffness, swelling and tingling. It was reported that the patient had no fever, no muscle weakness and no neck pain. The patient had no recent prolonged travel, no recent immobilization, no hemoptysis and no history of pe or dvt. There was no concern for non-accidental trauma. The patient was able to walk on it at the time of injection and after. On the same day, the patient had leg distressed, swelling, tenderness, sleep disturbance, back pain, gait problem, joint swelling, myalgias (negative for neck pain and neck stiffness). The patient was negative for speech difficulty, weakness and numbness. The patient had exhibits no edema or deformity. The patient had extremely tender left knee with swelling, joint line swelling and swelling extended anterior and proximal to knee. Good peripheral pulse and sensation (warm to touch without erythema). She was alert and oriented to person, place, and time. She exhibited normal muscle tone. Skin was warm and dry. No rash noted. She was not diaphoretic. No erythema. No pallor. Nursing note and vitals reviewed. The patient had continued difficulty with bending due to pain. Pain had decreased as long as laying flat with ice on sciatica region and not moving. On the same day, the laboratory tests were done which showed wbc high with the value of 13.3 k/ul (reference range: 4.0 to 11.0 k/ul), neutrophil percentage high with the value of 75 % (reference range: 45 to 70), lymphocyte count was low with the value of 17% (reference range: 20 to 40), absolute neutrophil count was 9.99 k/ul (reference range: 2.00 to 7.50), absolute monocyte count was 1.01k/ul (reference range: 0.20 to 0.80). At 18:47 hours, knee arthroscopic surgery, partial medial meniscectomy, chondroplasty, synovectomy, irrigation and debridement was performed. Patient was prepped in the operative room and laid in supine positions. Extremities were padded, monitors were applied. General anesthesia was administered. She was prepped and draped in usual sterile manner. Leg was elevated. Tourniquet was inflated to 350 mmhg. An 18 gauge needle was to aspirate the knee. A large syringe of purulent fluid was obtained and sent for culture. Anteromedial and anterolateral portals were created for routine inspection of knee. Suprapatellar pouch, medial and lateral gutters were explored and found to have a thick fibrinous fluid. Femoral notch was explored. There was found to have some synovitis within the ligamentum mucosum. Medial compartment was found to have a meniscal tear. There was grade 3 chondromalacia. Using a sucker shaver, partial medial menisectomy was performed. The knee was washed with betadine and lavage and irrigation was done. Two 1/8 inch hemovac drains were inserted into the knee. These were sewn in place using 2-0 nylon. Knee was then dressed using 4x4s, solrol and ace wrap. Portal sites were infiltrated with epinephrine and marcaine and sewn. The patient was intubated and taken to recovery room having tolerated the procedure well. At 19:53 pm patient arrived to 307 via bed from the operation room for post-surgical recovery. On (B)(6) 2017, patient's knee was irrigated with bacitracin. Patient was started on potassium chloride (klor-con), tramadol (ultram), celecoxib (celebrex), indomethacin (indocin), albuterol (proventil, ventolin) and sumatriptan (imitrex). Lab reports on (B)(6) 2017 revealed cloudy urine, gram stain 4+ ( ref range unknown) (heavy), blood in urine 3+ (ref range negative), lymphocyte count was 11% (reference range: 24 - 44 %), absolute neutrophil count was 9.86 (ref range: 1.8 - 7.8 k/ul), red blood cell count was 4.1 (ref range 4.5 - 5.1 m/ul), white blood cell count was 11.9 ( ref range: 4.4 - 11 k/ul), blood glucose was 143 mg/ml (reference range:82 - 115 mg/ml) and white blood cells urine 4 (0 - 2 /hpf). The patient complained of pain post-surgery. A PICC line was placed for long term IV therapy with proper sterile precautions. On (B)(6) 2017, wound dressing was changed. Lab reports on (B)(6) 2017 revealed, red blood cell count was 3.87 (ref range 4.5 - 5.1 m/ul), white blood cell count was 10.2 (ref range: 4.4 - 11 k/ul), blood glucose was 113 mg/ml (reference range:82 - 115 mg/ml). The patient's vital were stable. Vancomycin IV was continued. On (B)(6) 2017, patient had a low-grade temperature of 100.2 and prn analgesic were given for pain. Lab reports on (B)(6) 2017 revealed white blood cell count was 8.2 (ref range: 4.4 - 11 k/ul), blood glucose was 109 mg/ml (reference range:82 - 115 mg/ml. Surgical dressing to left leg removed. Abd pad and fluff dressing was applied followed by ace wrap. Drain insertion sites had scant amount of drainage present. Patient tolerated dressing change well. On (B)(6) 2017, dressing to left knee was changed. Patient complained of mild pain. Zofran was given for nausea. On (B)(6) 2017, patient was given norco prn for pain and stated that her pain was controllable. Patient was able to ambulate to the bathroom with walker without difficulty. Rue PICC dressing was clean and dry and curos cap was removed. Patient was approved for discharge and went home on po zyvox. Care management plans were discussed and patient was prescribed ciprofloxacin (cipro), linezoid (zyvox), ondansetron (zofran) and was told to continue on albuterol (proventil, ventolin), celecoxib (celebrex), cetirizine (zyrtec), gabapentin (neurontin) and was told to discontinue indomethacin (indocin). The patient was discharged on (B)(6) 2017 (hospitalization duration 5 days). A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, (B)(4). The reporter stated that the device caused "pyogenic arthritis of left knee joint / left knee infection" that resulted in "septic arthritis".the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 18-jun-2018. No safety issues were indicated in this review. It was reported that the patient had received a medical screening. The patient had been stabilized within the capabilities of the transferring facility. The patient had to be transferred with required personnel equipment corrective treatment: hydromorphone hydrochloride (dilaudid) for arthralgia, ondansetron (zofran [ondansetron]) for arthralgia, ketorolac tromethamine (toradol) for arthralgia, sodium chloride (sodium chloride) and vancomycin (vancomycin) for arthritis bacterial; not reported for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high outcome: recovered for all events; unknown for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high seriousness criterion: hospitalization, required intervention for pyogenic arthritis of left knee joint/left knee infection and hospitalization for pain post surgery additional information received on 18-jun-2018 in the form of investigation summary. Gptc number added. Clinical course updated and text amended accordingly. Additional information was received on 31-may-2018 from the healthcare professional. The additional events of leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high were added with details. The verbatim of symptom of pain and swelling of left knee/arthralgia was updated to pain and swelling of left knee/arthralgia/right one is sore, right knee/pain is worse, from knee swelling and pain, mostly left knee to knee swelling and pain, mostly left knee/swelling of joint, knee, left/left one is swollen and from decreased rom to left one too painful to move/continued difficulty with bending. The relevant laboratory test details were added. Clinical course updated. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment follow up dated (B)(6) 2018. The follow up information does not change the prior assessment of the case. Patient experienced pyogenic left knee joint infection/left knee infection and pain post surgery following synvisc injection. Based on the information provided, causal role of the company suspect product cannot be ruled out. Case will be re-evaluated post further update on the patient's underlying disease conditions, details regarding injection technique followed, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Pyogenic arthritis of left knee joint/left knee infection [septic arthritis] ([knee pain], [knee swelling], [joint range of motion decreased], [weight bearing difficulty], [tenderness], [systemic inflammatory response syndrome], [throbbing pain]) pain post surgery [post procedural pain] leg swelling [swelling of legs] back pain [back pain] gait problem [gait disorder] myalgias [myalgia] stiffness [stiffness] sleep disturbance [sleep disturbance] distressed [mental distress] wbc high [white blood cell count increased] lymphocytes low [lymphocyte count decreased] neutrophil absolute high [absolute neutrophil count increased] monocyte absolute high [absolute monocyte count increased]. Case narrative: this spontaneous case from united states was received on 14-may-2018 from heath care professional. This case involves a 45 years old female patient (157.5 cm and 98.9 kg) who initiated treatment with synvisc-one and later experienced pyogenic arthritis of left knee joint/left knee infection and pain post surgery, had leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high. The patient's past medical history included nausea on (B)(6) 2017, vomiting on (B)(6) 2017, pruritus on (B)(6) 2017 and appendicectomy, cholecystectomy and knee operation on unknown dates. The patient's past medical treatment included codeine on (B)(6) 2017 and percocet [oxycodone hydrochloride; paracetamol] on (B)(6) 2017. The patient's past vaccination(s) included tetanus toxoid on (B)(6) 2017. The patient is a non-smoker since six years and non-alcoholic. The patient's past family history was not provided. At the time of the event, the patient had ongoing pain since (B)(6) 2017, osteoarthritis since (B)(6) 2017 and hypertension. Concomitant medications included lidocaine (xylocaine 1); cetirizine hydrochloride (zyrtec [cetirizine hydrochloride]); neurontin (gabapentin); hydrochlorothiazide (hydrochlorothiazide); lisinopril dihydrate (prinivil); montelukast sodium (singulair); phentermine (adipex phentermine); potassium chloride (potassium chloride); salbutamol (albuterol hfa); sumatriptan (imitrex [sumatriptan]); tramadol hydrochloride (ultram ER); hydrocodone bitartrate, paracetamol (norco); indometacin sodium (indocin [indometacin sodium]); and celecoxib (celebrex). On (B)(6) 2017 at 15:48, the patient received bilateral synvisc one injection 6 ml 1x intra-articular for osteoarthritis (with an unknown batch number). Post injection patient was instructed to apply ice over the procedure site for up to 30 minutes at a time. On (B)(6) 2017 at 10:24 hours, 1 day after injection, patient reported to the emergency department at mercy hospital with chief complain of knee pain. Final diagnosis of pain and swelling of left knee was made. Vitals upon admission were normal. A wide differential diagnosis was considered to exclude life andf limb threatening emergencies. The pain was described as throbbing severe and gradual by the patient which worsened by bearing weight. The pain was further associated with decreased range of movement and swelling. An IV was established and cardiac monitor applied. The patient was put on pain medication in the emergency department and was administered hydromorphone (dilaudid) and odansteron injection. The patient was diagnosed with a serious pyogenic arthritis of left knee joint/left knee infection with following symptoms of systemic inflammatory response syndrome, serious pain and swelling of left knee, right knee/pain is worse with activity, serious knee swelling and pain, mostly left knee, serious decreased rom, serious bearing weight difficulty, serious left knee tenderness, serious pain throbbing severe and constant, serious pain post-surgery. The events were assessed as medically significant and leading to intervention. The patient was hospitalized on the same day of the occurrence of events. The patient's medical records were reviewed and diagnosis of pyogenic arthritis of left knee, systemic inflammatory response syndrome and primary osteoarthritis of left knee was made. A suspected septic arthritis of left knee was assessed. The injection sample was suspected of gram negative bacterial contamination of the lot number of the bottle used for left knee but not right knee, exact bacteria is not known. The patient was scheduled for surgical debridement and washout with the plan to send the fluid for cell count with gram stains and cultures. The patient was started on intravenous vancomycin for septic arthritis. The patient was counselled for both operative and non-operative treatment modalities and desired to proceed with left knee arthroscopy, irrigation and debridement. On the same day, the patient had acute pain of left knee (knee pain), swelling of joint knee, left. The patient's right knee was sore but left one was swollen and too painful to move or to bend (had never had an injection like this in past). It was reported that the knee pain was sharp, aching, shooting and throbbing. It was worsened by bearing weight, rotation, extension and flexion. The patient rested and tried norco. The same day, the patient had back pain, decreased range of motion (rom), stiffness, swelling and tingling. It was reported that the patient had no fever, no muscle weakness and no neck pain. The patient had no recent prolonged travel, no recent immobilization, no hemoptysis and no history of pe or dvt. There was no concern for non-accidental trauma. The patient was able to walk on it at the time of injection and after. On the same day, the patient had leg distressed, swelling, tenderness, sleep disturbance, back pain, gait problem, joint swelling, myalgias (negative for neck pain and neck stiffness). The patient was negative for speech difficulty, weakness and numbness. The patient had exhibits no edema or deformity. The patient had extremely tender left knee with swelling, joint line swelling and swelling extended anterior and proximal to knee. Good peripheral pulse and sensation (warm to touch without erythema). She was alert and oriented to person, place, and time. She exhibited normal muscle tone. Skin was warm and dry. No rash noted. She was not diaphoretic. No erythema. No pallor. Nursing note and vitals reviewed. The patient had continued difficulty with bending due to pain. Pain had decreased as long as laying flat with ice on sciatica region and not moving. On the same day, the laboratory tests were done which showed wbc high with the value of 13.3 k/ul (reference range: 4.0 to 11.0 k/ul), neutrophil percentage high with the value of 75 % (reference range: 45 to 70), lymphocyte count was low with the value of 17% (reference range: 20 to 40), absolute neutrophil count was 9.99 k/ul (reference range: 2.00 to 7.50), absolute monocyte count was 1.01k/ul (reference range: 0.20 to 0.80). At 18:47 hours, knee arthroscopic surgery, partial medial meniscectomy, chondroplasty, synovectomy, irrigation and debridement was performed. Patient was prepped in the operative room and laid in supine positions. Extremeties were padded, monitors were applied. General anesthesia was administered. She was prepped and drapped in usual sterile manner. Leg was elevated. Tourniquet was inflated to 350mmhg. An 18 gauge needle was to aspirate the knee. Alarge syringe of purulent fluid was obtained and sent for culture. Antermedial and anterolateral portals were created for routine inspection of knee. Suprapatellar pouch, medial and lateral gutters were explored and found to have a thick fibronous fluid. Femoral notch was explored. There was found to have some synovitis within the ligamentum mucosum. Medial compartment was found to have a meniscal tear. There was grade 3 chondromalacia. Using a sucker shaver, partial medial menisectomy was performed. The knee was washed with betadine and lavage and irrigation was done. Two 1/8 inch hemovac drains were inserted into the knee. These were swen in place using 2-0 nylon. Knee was then dressed using 4x4s, solrol and ace wrap. Portal sites were infiltrated with epinephrine and marcaine and sewn. The patient was intubated and taken to recovery room having tolerated the procedure well. At 19:53pm patient arrived to 307 via bed from the operation room for post-surgical recovery. On 14-dec-2017, patient's knee was irrigated with bacitracin. Patient was started on potassium chloride (klor-con), tramadol (ultram), celecoxib (celebrex), indomethacin (indocin), albuterol (proventil, ventolin) and sumatriptan (imitrex). Lab reports on 14-dec-2017 revealed cloudy urine, gram stain 4+ ( ref range unknown) (heavy), blood in urine 3+ (ref range negative), lymphocyte count was 11% (reference range: 24 - 44 %), absolute neutrophil count was 9.86 (ref range: 1.8 - 7.8 k/ul), red blood cell count was 4.1 (ref range 4.5 - 5.1m/ul), white blood cell count was 11.9 ( ref range: 4.4 - 11k/ul), blood glucose was 143 mg/ml (reference range:82 - 115 mg/ml) and white blood cells urine 4 (0 - 2 /hpf). The patient complained of pain post-surgery. A PICC line was placed for long term IV therapy with proper sterile precautions. On (B)(6) 2017, wound dressing was changed. Lab reports on (B)(6) 2017 revealed, red blood cell count was 3.87 (ref range 4.5 - 5.1m/ul), white blood cell count was 10.2 (ref range: 4.4 - 11k/ul), blood glucose was 113 mg/ml (reference range:82 - 115 mg/ml). The patient's vital were stable. Vancomycin IV was continued. On (B)(6) 2017, patient had a low-grade temperature of 100.2 and prn analgesic were given for pain. Lab reports on (B)(6) 2017 revealed white blood cell count was 8.2 (ref range: 4.4 - 11k/ul), blood glucose was 109 mg/ml (reference range:82 - 115 mg/ml. Surgical dressing to left leg removed. Abd pad and fluff dressing was applied followed by ace wrap. Drain insertion sites had scant amount of drainage present. Patient tolerated dressing change well. On (B)(6) 2017, dressing to left knee was changed. Patient complained of mild pain. Zofran was given for nausea. On (B)(6) 2017, patient was given norco prn for pain and stated that her pain was controllable. Patient was able to ambulate to the bathroom with walker without difficulty. Rue PICC dressing was clean and dry and curos cap was removed. Patient was approved for discharge and went home on po zyvox. Care management plans were discussed and patient was prescribed ciprofloxacin (cipro), linezoid (zyvox), odansteron (zofran) and was told to continue on albuterol (proventil, ventolin), celecoxib (celebrex), cetirizine (zyrtec), gabapentin (neurontin) and was told to discontinue indomethacin (indocin). The patient was discharged on (B)(6) 2017 (hospitalization duration 5 days). A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4).the reporter stated that the device caused "pyogenic arthritis of left knee joint / left knee infection" that resulted in "septic arthritis".the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. It was reported that the patient had received a medical screening. The patient had been stabilized within the capabilities of the transferring facility. The patient had to be transferred with required personnel equipment corrective treatment: hydromorphone hydrochloride (dilaudid) for arthralgia, ondansetron (zofran [ondansetron]) for arthralgia, ketorolac tromethamine (toradol) for arthralgia, sodium chloride (sodium chloride) and vancomycin (vancomycin) for arthritis bacterial; not reported for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high. Outcome: recovered for all events; unknown for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high. Seriousness criterion: hospitalization, required intervention for pyogenic arthritis of left knee joint/left knee infection and hospitalization for pain post surgery additional information received on 18-jun-2018 in the form of investigation summary. Gptc number added. Clinical course updated and text amended accordingly. Additional information was received on 31-may-2018 from the healthcare professional. The additional events of leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high were added with details. The verbatim of symptom of pain and swelling of left knee/arthralgia was updated to pain and swelling of left knee/arthralgia/right one is sore, right knee/pain is worse, from knee swelling and pain, mostly left knee to knee swelling and pain, mostly left knee/swelling of joint, knee, left/left one is swollen and from decreased rom to left one too painful to move/continued difficulty with bending. The relevant laboratory test details were added. Clinical course updated. Text was amended accordingly. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly.

Manufacturer narrative:
Sanofi company comment follow up dated (B)(6) 2019. The follow up information does not change the prior assessment of the case. Patient experienced pyogenic left knee joint infection/left knee infection and pain post surgery following synvisc injection. Based on the information provided, causal role of the company suspect product cannot be ruled out. Case will be re-evaluated post further update on the patient's underlying disease conditions, details regarding injection technique followed, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Pyogenic arthritis of left knee joint/left knee infection [septic arthritis] ([aching (l) knee], [knee swelling], [joint range of motion decreased], [weight bearing difficulty]) pain post surgery [post procedural pain] back pain [back pain] sleep disturbance [sleep disturbance] distressed [mental distress] wbc high [white blood cell count increased] lymphocytes low [lymphocyte count decreased] neutrophil absolute high [absolute neutrophil count increased] monocyte absolute high [absolute monocyte count increased] stiffness [stiffness] solution injected was contaminated and hence defective [product contamination] leg swelling [swelling of legs] gait problem [gait disorder] myalgias [myalgia] systemic inflammatory response syndrome [systemic inflammatory response syndrome] pain throbbing severe and constant [throbbing pain]. Case narrative: this spontaneous serious legal case from united states was received on 14-may-2018 from heath care professional. This case involves a 45 years old female patient (157.5 cm and 98.9 kg) who initiated treatment with synvisc-one and later experienced pyogenic arthritis of left knee joint/left knee infection and pain post surgery, had leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high and solution injected was contaminated and hence defective (latency: unknown). The patient's past medical history included nausea on (B)(6) 2017, vomiting on (B)(6) 2017, pruritus on (B)(6) 2017 and appendicectomy, cholecystectomy and knee operation on unknown dates. The patient's past medical treatment included codeine on (B)(6) 2017 and percocet [oxycodone hydrochloride; paracetamol] on (B)(6) 2017. The patient's past vaccination(s) included tetanus toxoid on (B)(6) 2017. The patient is a non-smoker since six years and non-alcoholic. The patient's past family history was not provided. At the time of the event, the patient had ongoing pain since (B)(6) 2017, osteoarthritis since (B)(6) 2017 and hypertension. Concomitant medications included lidocaine (xylocaine 1); cetirizine hydrochloride (zyrtec [cetirizine hydrochloride]); neurontin (gabapentin); hydrochlorothiazide (hydrochlorothiazide); lisinopril dihydrate (prinivil); montelukast sodium (singulair); phentermine (adipex phentermine); potassium chloride (potassium chloride); salbutamol (albuterol hfa); sumatriptan (imitrex [sumatriptan]); tramadol hydrochloride (ultram ER); hydrocodone bitartrate, paracetamol (norco); indometacin sodium (indocin [indometacin sodium]); and celecoxib (celebrex). On (B)(6) 2017 at 15:48, the patient received bilateral synvisc one injection 6 ml 1x intra-articular for osteoarthritis (with an unknown batch number). Post injection patient was instructed to apply ice over the procedure site for up to 30 minutes at a time. On (B)(6) 2017 at 10:24 hours, 1 day after injection, patient reported to the emergency department at mercy hospital with chief complain of knee pain. Final diagnosis of pain and swelling of left knee was made. Vitals upon admission were normal. A wide differential diagnosis was considered to exclude life andf limb threatening emergencies. The pain was described as throbbing severe and gradual by the patient which worsened by bearing weight. The pain was further associated with decreased range of movement and swelling. An IV was established and cardiac monitor applied. The patient was put on pain medication in the emergency department and was administered hydromorphone (dilaudid) and odansteron injection. The patient was diagnosed with a serious pyogenic arthritis of left knee joint/left knee infection with following symptoms of systemic inflammatory response syndrome, serious pain and swelling of left knee, right knee/pain is worse with activity, serious knee swelling and pain, mostly left knee, serious decreased rom, serious bearing weight difficulty, serious left knee tenderness, serious pain throbbing severe and constant, serious pain post-surgery. The events were assessed as medically significant and leading to intervention. The patient was hospitalized on the same day of the occurrence of events. The patient's medical records were reviewed and diagnosis of pyogenic arthritis of left knee, systemic inflammatory response syndrome and primary osteoarthritis of left knee was made. A suspected septic arthritis of left knee was assessed. The injection sample was suspected of gram negative bacterial contamination of the lot number of the bottle used for left knee but not right knee, exact bacteria is not known. The patient was scheduled for surgical debridement and washout with the plan to send the fluid for cell count with gram stains and cultures. The patient was started on intravenous vancomycin for septic arthritis. The patient was counselled for both operative and non-operative treatment modalities and desired to proceed with left knee arthroscopy, irrigation and debridement. On the same day, the patient had acute pain of left knee (knee pain), swelling of joint knee, left. The patient's right knee was sore but left one was swollen and too painful to move or to bend (had never had an injection like this in past). It was reported that the knee pain was sharp, aching, shooting and throbbing. It was worsened by bearing weight, rotation, extension and flexion. The patient rested and tried norco. The same day, the patient had back pain, decreased range of motion (rom), stiffness, swelling and tingling. It was reported that the patient had no fever, no muscle weakness and no neck pain. The patient had no recent prolonged travel, no recent immobilization, no hemoptysis and no history of pe or dvt. There was no concern for non-accidental trauma. The patient was able to walk on it at the time of injection and after. On the same day, the patient had leg distressed, swelling, tenderness, sleep disturbance, back pain, gait problem, joint swelling, myalgias (negative for neck pain and neck stiffness). The patient was negative for speech difficulty, weakness and numbness. The patient had exhibits no edema or deformity. The patient had extremely tender left knee with swelling, joint line swelling and swelling extended anterior and proximal to knee. Good peripheral pulse and sensation (warm to touch without erythema). She was alert and oriented to person, place, and time. She exhibited normal muscle tone. Skin was warm and dry. No rash noted. She was not diaphoretic. No erythema. No pallor. Nursing note and vitals reviewed. The patient had continued difficulty with bending due to pain. Pain had decreased as long as laying flat with ice on sciatica region and not moving. On the same day, the laboratory tests were done which showed wbc high with the value of 13.3 k/ul (reference range: 4.0 to 11.0 k/ul), neutrophil percentage high with the value of 75 % (reference range: 45 to 70), lymphocyte count was low with the value of 17% (reference range: 20 to 40), absolute neutrophil count was 9.99 k/ul (reference range: 2.00 to 7.50), absolute monocyte count was 1.01k/ul (reference range: 0.20 to 0.80). At 18:47 hours, knee arthroscopic surgery, partial medial meniscectomy, chondroplasty, synovectomy, irrigation and debridement was performed. Patient was prepped in the operative room and laid in supine positions. Extremeties were padded, monitors were applied. General anesthesia was administered. She was prepped and drapped in usual sterile manner. Leg was elevated. Tourniquet was inflated to 350mmhg. An 18 gauge needle was to aspirate the knee. Alarge syringe of purulent fluid was obtained and sent for culture. Antermedial and anterolateral portals were created for routine inspection of knee. Suprapatellar pouch, medial and lateral gutters were explored and found to have a thick fibronous fluid. Femoral notch was explored. There was found to have some synovitis within the ligamentum mucosum. Medial compartment was found to have a meniscal tear. There was grade 3 chondromalacia. Using a sucker shaver, partial medial menisectomy was performed. The knee was washed with betadine and lavage and irrigation was done. Two 1/8 inch hemovac drains were inserted into the knee. These were swen in place using 2-0 nylon. Knee was then dressed using 4x4s, solrol and ace wrap. Portal sites were infiltrated with epinephrine and marcaine and sewn. The patient was intubated and taken to recovery room having tolerated the procedure well. At 19:53pm patient arrived to 307 via bed from the operation room for post-surgical recovery. On (B)(6) 2017, patient's knee was irrigated with bacitracin. Patient was started on potassium chloride (klor-con), tramadol (ultram), celecoxib (celebrex), indomethacin (indocin), albuterol (proventil, ventolin) and sumatriptan (imitrex). Lab reports on (B)(6) 2017 revealed cloudy urine, gram stain 4+ ( ref range unknown) (heavy), blood in urine 3+ (ref range negative), lymphocyte count was 11% (reference range: 24 - 44 %), absolute neutrophil count was 9.86 (ref range: 1.8 - 7.8 k/ul), red blood cell count was 4.1 (ref range 4.5 - 5.1m/ul), white blood cell count was 11.9 ( ref range: 4.4 - 11k/ul), blood glucose was 143 mg/ml (reference range:82 - 115 mg/ml) and white blood cells urine 4 (0 - 2 /hpf). The patient complained of pain post-surgery. A PICC line was placed for long term IV therapy with proper sterile precautions. On (B)(6) 2017, wound dressing was changed. Lab reports on (B)(6) 2017 revealed, red blood cell count was 3.87 (ref range 4.5 - 5.1m/ul), white blood cell count was 10.2 (ref range: 4.4 - 11k/ul), blood glucose was 113 mg/ml (reference range:82 - 115 mg/ml). The patient's vital were stable. Vancomycin IV was continued. On(B)(6) 2017, patient had a low-grade temperature of 100.2 and prn analgesic were given for pain. Lab reports on (B)(6) 2017 revealed white blood cell count was 8.2 (ref range: 4.4 - 11k/ul), blood glucose was 109 mg/ml (reference range:82 - 115 mg/ml. Surgical dressing to left leg removed. Abd pad and fluff dressing was applied followed by ace wrap. Drain insertion sites had scant amount of drainage present. Patient tolerated dressing change well. On(B)(6) 2017, dressing to left knee was changed. Patient complained of mild pain. Zofran was given for nausea. On (B)(6) 2017, patient was given norco prn for pain and stated that her pain was controllable. Patient was able to ambulate to the bathroom with walker without difficulty. Rue PICC dressing was clean and dry and curos cap was removed. Patient was approved for discharge and went home on po zyvox. Care management plans were discussed and patient was prescribed ciprofloxacin (cipro), linezoid (zyvox), odansteron (zofran) and was told to continue on albuterol (proventil, ventolin), celecoxib (celebrex), cetirizine (zyrtec), gabapentin (neurontin) and was told to discontinue indomethacin (indocin). The patient was discharged on (B)(6) 2017 (hospitalization duration 5 days). A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, global ptc number:(B)(4).the reporter stated that the device caused "pyogenic arthritis of left knee joint / left knee infection" that resulted in "septic arthritis".the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. It was reported that the patient had received a medical screening. The patient had been stabilized within the capabilities of the transferring facility. The patient had to be transferred with required personnel equipment. On (B)(6) 2019, it was reported that the solution injected to the patient was contaminated and hence defective. Corrective treatment: hydromorphone hydrochloride (dilaudid) for arthralgia, ondansetron (zofran [ondansetron]) for arthralgia, ketorolac tromethamine (toradol) for arthralgia, sodium chloride (sodium chloride) and vancomycin (vancomycin) for arthritis bacterial; not reported for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high outcome: unknown for leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low, wbc was high and solution injected was contaminated and hence defective; recovered for rest of the events. Seriousness criterion: hospitalization, required intervention and medically significant for pyogenic arthritis of left knee joint/left knee infection and hospitalization for pain post surgery additional information received on 18-jun-2018 in the form of investigation summary. Gptc number added. Clinical course updated and text amended accordingly. Additional information was received on 31-may-2018 from the healthcare professional. The additional events of leg swelling, back pain, gait problem, myalgias, stiffness, sleep disturbance, distressed, monocyte absolute high, neutrophil absolute high, lymphocytes low and wbc was high were added with details. The verbatim of symptom of pain and swelling of left knee/arthralgia was updated to pain and swelling of left knee/arthralgia/right one is sore, right knee/pain is worse, from knee swelling and pain, mostly left knee to knee swelling and pain, mostly left knee/swelling of joint, knee, left/left one is swollen and from decreased rom to left one too painful to move/continued difficulty with bending. The relevant laboratory test details were added. Clinical course updated. Text was amended accordingly. Upon internal review on 27-nov-2018, the reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly. Additional information received on 16-apr-2019 from lawyer. Additional event of solution injected was contaminated and hence defective added. Clinical course updated and text amended accordingly.